Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication and unable or difficult to prime. It has not been specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: needle blocked.

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 8mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication and unable or difficult to prime. It has not been specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: needle blocked.